Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure, electrocautery was used to remove the device. While electrocautery was being used, there was a loss of pacing noted and the device reverted to back-up vvi mode. The patient was treated with external defibrillation and was in stable condition following the device exchange procedure.